Event description:
It was reported that during surgery, the unit was cutting uneven. The thickness was too thick based on setting, isn¿t gliding without exerting too much pressure and ripping the skin. There was no medical intervention. There was no patient harm. Another device was used to complete the surgery. There was a 5-minute surgical delay. The taken graft was not damaged. An additional unplanned graft was not required. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.